Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has not charged the ipg for over a year as it was unable to communicate with the charger. Surgical intervention may take place to replace the ipg.